Manufacturer narrative:
(B)(4). D10: cat# 139252 lot# 356370 m2a-magnum 42-50mm tpr insrt-6. Cat# 11-104114 lot# 134010 mlry-hd por fmrl 14x175mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eleven years post-implantation, the patient underwent a right hip revision due to pain, high metal ions, bursitis, and using a cane. During the revision very little metal staining was noted, the femoral stem was well fixed. The shell was loose, retroverted, and oriented posteriorly; after removal, pseudomembranous tissue and anterior wall bone loss was noted. Stem was retained, while all other components were revised. Attempts have been made and no further information has been provided.